Event description:
It was reported that the patient experienced hypotension and became septic requiring admittance to intensive care unit and prolonged hospitalization. A 12 fr x 25 cm super sheath introducer sheath was selected for use in a non-stenosed vessel for a percutaneous cholangioscopy procedure. During the procedure, while irrigating the biliary system with saline, the introducer sheath did not allow for adequate pressure to be released. As a result, the patient became hypotensive and septic after the procedure, requiring admittance to the intensive care unit (ICU). The procedure was completed with this device. The patient has recovered and has been discharged.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 04/01/2024 as the exact event date was not reported.